Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the plaintiff experienced a cardiac event after the use of the product.